Event description:
In 2008, the lay user/pt in france contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings. On three days later, the tech svc rep (tsr) spoke with the pt to obtain and verify info. On a day prior to original date at 7:30 pm, the pt obtained the pre-dinner blood glucose reading of 180 mg/dl on the reported meter, which was high compared to his expected values of 78 mg/dl to 118 mg/dl. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on this reading, and according to his prescribed medication regimen, the pt took one tablet of the oral diabetes medication daonyl (glibenclamide/glyburide). The pt ate his dinner of soup, salad, ham, and yogurt. On original date at 2:00 am, the pt experienced the symptom of sweating. He did not test his blood glucose level while symptomatic. The pt administered self-treatment by eating a banana, and felt better afterwards. He did not seek any medical attention. The pt takes the oral diabetes medications glucophage and novonorm, dosages not provided, three times per day. He also takes the medication daonyl if his blood glucose reading is greater than 180 mg/dl. The pt tests his blood glucose level three times per day. Earlier on the day prior to original date, the pt had obtained the readings of 121 mg/dl in the morning, and 147 mg/dl at noon. The meter was replaced. The pt allegedly became hypoglycemic after he took medication based on the elevated meter reading; he received treatment with food to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.